Manufacturer narrative:
The actual sample was examined with a sem. The unit has a diagonal cut in the upper left hand corner, characteristic of a scissors cut. The lower right hand corner has been pulled to failure. The catheter was cut with scissors and pulled to failure. Microscopically examined the catheter results: the catheter has been cut by a sharp instrument and then pulled apart. The failure of the catheter was the result of a cut to the catheter. At no time during our mfg process would this occur.

Event description:
When attempting to discontinue IV, catheter separated from the hub. Cutdown required to retrieve the catheter portion.